Event description:
It was reported that during a da vinci prostatectomy, the customer experienced a 20013 system error code followed by a 20127 non-recoverable fault. No patient harm was reported. The procedure was converted to traditional open surgical techniques to finish the planned surgery.

Manufacturer narrative:
The investigation conducted by field service engineering, concluded that the system faults experienced by the customer were associated with the patient side manipulator (psm). The system was repaired by replacing the affected psm. The psm was returned to isi for failure analysis investigation. Based on the system logs and check sensor test, the axis 3 potentiometer was replaced. The system alarm (system generated fault codes) functioned as designed and there was injury to the patient. The procedure was converted to open surgical techniques to complete the planned procedure. As of 2007, there have been no reported recurrences of the issue at this hospital.